Manufacturer narrative:
The suspect medical device was not yet returned to MFR for evaluation. The exact cause of the user's experience and the reported phenomenon could not be determined and therefore is being judged as unk. However, if the suspect medical device is returned for evaluation and additional significant info becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.

Event description:
Olympus was informed that during cleaning after a therapeutic laparoscopic cholecystectomy procedure, the user facility observed a partially missing coating/insulation at the distal end/tip of the suspect medical device. It is unk whether fragments fell inside the pt's body cavity. The intended procedure was reportedly completed by using the same set of equipment. Subsequently a CT was performed where no foreign bodies were noted. By reviewing the recorded video of the procedure, the user facility determined that while withdrawing the sleeve/trocar together with the retrieval pouch/gallbladder from the pt, the coating/insulation at the distal end/tip of the suspect medical device was damaged/scraped. However, no fragments were noted in the recorded video of the procedure.